Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) on a pt using inform system 1 compared back to back with results of 188 mg/dl and 157 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550771, expiration date 11/30/2009).